Event description:
As reported, the balloon of an 8mm x 4cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured within nominal pressure. A new 8mm x 4cm non-cordis balloon catheter was used as a replacement and an unknown stent was implanted to complete the procedure. There were no reported injuries to the patient. This was during an endovascular therapy (evt) procedure to treat a 90% iliac stenosis which had moderate calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was able to maintain negative pressure during preparation. The device was able to be removed easily and remained in one piece during its removal. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of an 8mm x 4cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured within nominal pressure. A new 8mm x 4cm non-cordis balloon catheter was used as a replacement and an unknown stent was implanted to complete the procedure. There were no reported injuries to the patient. This was during an endovascular therapy (evt) procedure to treat a 90% iliac stenosis which had moderate calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was able to maintain negative pressure during preparation. The device was able to be removed easily and remained in one piece during its removal. The device will not be returned for evaluation. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification with 90% stenosis may have contributed to the reported event, as damage to balloon material may have occurred during crossing or upon inflation. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.